Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate hv therapy due to a suspected lead dislodgement or perforation. During explant procedure the physician found no evidence of a perforation. The lead was explant ed and replaced.